Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump stop event was not confirmed via the submitted log files. Additionally, the root cause of the reported concern regarding the occurrence of the pump stop event could not be conclusively determined through this evaluation. Evaluation of the submitted log files, containing data from 10nov2025, revealed the pump was functioning as intended. No notable events/alarms were captured. Provided information indicated that the site was concerned about a pump stop occurrence. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 2 of IFU, entitled, ¿system operations,¿ cautions the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. This section states that if the driveline disconnects from the system controller, the pump stops, and that in an event the driveline disconnects from the system controller, the user should promptly reconnect it to resume pump operation. Section 6 of IFU, entitled, ¿patient care and management,¿ states ¿if the pump loses external power, it may stop. If the pump stops, connect to external power immediately. The heartmate 3 pump will not re-start unless external power is applied to the system controller.¿ the patient handbook and IFU also provide information regarding events that may cause the pump to stop and how to prevent pump stops from occurring. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the site was concerned about a pump stop. Log files were sent for review and captured routine events. There were no notable alarm conditions or parameter changes. The event log file dated 10nov2025 did not contain a pump stop. The ventricular assistive device (vad) and peripheral equipment were functioning as needed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.